Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display and failed battery test on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was advised to insert the new aaa alkaline battery on the insulin pump. The customer states the display return. The customer was advised to monitor the insulin pump and ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap. The customer declined troubleshoot for failed battery test.